Manufacturer narrative:
E3. Other occupation: systems administrator (information technology). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie pocket had failed. A field service engineer (fse) replaced the drawer controller board and booted the station up. Cubie pocket 2.1 e4 was no longer loaded, and the failure was cleared. The fse then went back into hardware test application (hta), retrieved the medication, and booted back to the station application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary cubie pocket failed and was not detected on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.